Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was possibly a heart attack but caller thinks the customer gave themselves too much of a bolus. The caller stated that the customer had heart issues that may have led to the customer's passing. The customer¿s blood glucose was 88 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The next of kin took the pump to (B)(6) to verify if the customer had over bolused. It was determined that the customer had not touched the pump since dinner when they had bolused. The caller declined pump return.